Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06313. Additional information received identified surgical intervention took place (B)(6) 2015 at which time the patient's leads were explanted and replaced. The patient met with an sjm representative for postoperative programming and effective stimulation was reportedly established. The patient's issue has resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06313. It was reported the patient was experiencing auto-reducing from her scs system. An sjm representative met with the patient for reprogramming and was able to provide effective stimulation. However, following the reprogramming session the patient's system began auto-reducing once again. Additional information received identified the patient's leads had reportedly migrated. Surgical intervention is planned for a later date to address the issue.